Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00372. The patient had 4 leads (2 from lot ab2111 and 2 from lot ab2219 implanted as part of her axium neurostimulator system. It was reported the patient experienced discomfit at the lead site. The patient's system was explanted and replaced with a system from another manufacturer.